Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient reported feeling full and was having some difficulty breathing: drain 0: 38ml fill 1: 1495ml drain 1: 1635ml fill 2: 1496ml drain 2: 1058ml fill 3: 1505ml drain 3: 1267ml fill 4: 1495ml drain 4: 831ml fill 5: 48ml the patient performed a stat drain volume of 2861ml and the patient's symptoms subsided. The reported drain volume of 2861ml was 191% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient reported feeling full and was having some difficulty breathing: drain 0: 38ml fill 1: 1495ml drain 1: 1635ml fill 2: 1496ml drain 2: 1058ml fill 3: 1505ml drain 3: 1267ml fill 4: 1495ml drain 4: 831ml fill 5: 48ml the patient performed a stat drain volume of 2861ml and the patient's symptoms subsided. The reported drain volume of 2861ml was 191% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage or any fluid intrusion. The cycler performed as intended and the as received treatment was completed without problems or alarms. The peritoneal dialysis patient's report of the cycler "draining slowly¿ and "filling slowly" were not reproduced during the simulate treatment. The cycler weighed fill volume values were within tolerance.the system air leak test, valve actuation test and patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered during the internal inspection of the cycler. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.